Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (277 mg/dl). Reportedly, customer's basal rate needed to adjusted. Customer still had insulin on board, therefore, no correction bolus was delivered to stabilize bg levels.